Event description:
During a low anterior resection procedure, could not visualize one side of the staple line. Used a device of another product code to complete the procedure. There was no pt consequence.